Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts received on mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.